Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs # 1225714-2014-02844 and 1225714-2014-02845.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly. This is one of two devices reports for this event. The related MFR report #s are 1225714-2014-02844 and 1225714-2014-02845.

Event description:
Additional information received: patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on an unk date after use of the product.